Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material reported at the water supply (k-pip) could not be identified and the root cause of the issue could not be determined, as there was no device deformation observed than might contribute to the retention of foreign material and no additional event or reprocessing information was reported or available, however, the issue was likely the result of insufficient cleaning/reprocessing. Additionally, a definitive root cause of the observed gap between acoustic lens and ultrasonic probe could not be determined, however, the issue was likely the result of user handling/mishandling and or wear due to repetitive use. The event can be detected/prevented by following the instructions for use sections below: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope(and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and foreign material was found behind the albarran lever. Also, evaluation found the forceps elevator pipe had foreign objects inside, a stain entered the lens through a gap in the adhesive on the distal end, the suction valve could not be connected smoothly due to deformation of the suction cylinder, water tightness was lost due to a pinhole on the bending section cover, the acoustic lens was damaged, the adhesive around the light guide lens was dirty, the bending section cover adhesive was detached, and the bending angle in the down direction did not meet the standard value due to wear of the angle wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope had foreign material and organic residues under the lever. The material could not be removed after repeated cleaning in a belimed washer/disinfector and trying a protein solution. The issue was found during preventative inspection. There were no reports of patient or user harm associated with this event.